Manufacturer narrative:
The medical center did return the product for analysis and evaluation. The cause of the access site bleed was related to the management of the access site, which included the placement of the butterfly into the arteriotomy. The failure will be monitored and trended.

Event description:
The medical center placed an impella cp for hemodynamic support for a patient admitted in cardiogenic shock. The team found the patient to have multivessel coronary artery disease and had angioplasty performed with the support of the impella. During the support the team found the impella to alarm with suction. The patient had many units of blood and fluid delivered for the suction and groin site bleed. The bleed at the access site was also treated with surgical repair. When sent to the CT department for imaging the team found no retroperitoneal bleed. Of note, the sheath was left in til the patient was admitted to the ICU and the blue suture pads had been advanced into the tract, which is not as trained and intended, and could have contributed to the groin site bleed.